Event description:
The pt reported that he rec'd a routine low battery warning and then he noticed that the pump felt warm to the touch. He stated that the battery was about one month old. The pt examined the pump and reported that the battery compartment was cracked. He denied evidence of moisture or corrosion in the battery compartment. The pt did not report any bodily harm due to the heat.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.